Manufacturer narrative:
The customer found the wash needles were bent. The field service engineer cleaned the ise valves, which appeared the resolve the issue. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable ise indirect gen.2 sodium result from the cobas 6000 c 501 module. The initial result was 107 mmol/l and the repeat result was 140 mmol/l on another analyzer. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.